Manufacturer narrative:
Investigation: photo received for investigation. Upon evaluation, a black fiber appears to be above the stopper. Probable root cause is due to inappropriate use of personal protective equipment. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The defect can be generated during manufacture on a timely basis, but it is important to mention that based on the acceptable quality limit for the defective reported by the client these are within the parts per million allowed. CAPA#89063 was initiated.

Event description:
It was reported that the syringe 20ml ll syringe only mx bun experienced foreign matter contamination which was noticed during use. The following information was provided by the initial reporter: last night on (B)(6) 2019, when using a 20 ml syringe, in the moment of emptying distilled water to a probe, I detected a hair. The hair was detected in the syringe barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 20 ml ll syringe only mx bun experienced foreign matter contamination which was noticed during use. The following information was provided by the initial reporter: last night on (B)(6) 2019, when using a 20 ml syringe, in the moment of emptying distilled water to a probe, I detected a hair. The hair was detected in the syringe barrel.